Manufacturer narrative:
This is one event (cardiovascular) reported on the same pt involving two separate products and associated with MDR number 1225714-2014-00904.

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiovascular event on an unk date after the use of the product.